Event description:
Per the clinic, the patient was a device non-user and the device was explanted under general anesthesia on (B)(6) 2026. The patient was reimplanted with a new device during the same surgery.